Event description:
It was reported that during a laparoscopic hysterectomy procedure, the first device used was a reprocessed device which had not activation. A new sterile device was then used. The first device's blade tip broke off and was retrieved. The second device gave a high pitched noise and when it was removed to be cleaned, the blade tip "disintegrated". The third device when connected to the handpiece, had abnormally loud hissing and popping noise. The fourth blade broke off in patient and was retrieved. The fifth device was used to complete the procedure. There were no adverse consequences for the patient. Reprocessed device not being returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Device a and c were returned with the distal tip of the blade broken off and present. The remaining blade portion was scratched. The devices were functionally tested with a generator. During functional testing on a generator, an error code 5 was displayed with both devices. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade device b was returned in good physical condition. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. The device d was returned with the blade scratched and cracked. The device was functionally tested with a generator. During functional testing on a generator, an error code 5 was displayed. A probable cause of an error code 5 is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. Device b: batch h9130p, mfg date: 5/13/2011, exp date: 4/13/2016, (B)(4). Device d: batch h90t6d, mfg date: 4/7/2011, exp date : 3/7/2016, (B)(4).